Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of rexd0805 showed no other similar product complaint(s) from this lot number.

Event description:
Pt reaction when catheter was flushed. Pt flushes and feels short of breath.